Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 72 mg/dl. Customer was treated with food and glucose shot. The customer was experiencing low blood glucose for 2 weeks. Customer stated the drive support cap is loose and cap is also flush with pump. Customer was also received motor error alarm. Customer was advised that we are sending him a cot pump.